Event description:
A site representative reported that, while in a cranial resection procedure, the software unexpectedly exited after registering the patient. The site representative reported that after re-booting the system the patient registration did not save. The surgeon was unable to re-register the patient. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, reported that the system was fine after a reboot and the site did not want further troubleshooting. No parts have been received by the manufacturer for analysis. Not returned to MFR.